Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy post diagnostic catheterization. Manual pressure was held to achieve hemostasis. The patient report pain and numbness shortly after the procedure. Twenty five days later, the patient was re-admitted to the hospital with a cold leg. An angiogram revealed an occlusion with poor flow. Several balloon angioplasties were attempted with minimal improvements. The patient went to surgery where a femoral-iliac bypass was performed. Revascularization was successful and the patient was sent home. Additional info was not available and the person who deployed the angio-seal is unknown.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's info guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.